Event description:
It was reported that during implant of the left ventricular (lv) lead, the physician was able to track the lead into the target vessel, however the lead continued to back out following removal of the delivery sheath. The physician did not believe the lead would remain in place, therefore the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).